Event description:
The patient presented to the ER for a non-related issue and during the visit, the patient complained of shoulder pain. Upon interrogation, loss of capture was observed. X-ray revealed lead perforation. The perforation was confirmed to be in the pericardium via review of fluoroscopy and echo. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.